Event description:
Same case as MFR#: 2134265-2012-08339, 2134265-2012-08338. It was reported that during a percutaneous coronary intervention, a guide wire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A non bsc guide wire was used to cross the lesion and then exchanged for the floppy rotawire guide wire. Rotational atherectomy was performed with a 1.5mm rotalink plus burr. The 1.5mm burr was exchanged and while attempting to use the 2.0mm rotalink plus burr, it was noted that a fragment of the rotawire guide wire had detached and was at the ¿av¿ of rca. The physician thought the detachment occurred either during removal of the 1.5mm burr or while advancing the 2.0mm burr over the rotawire and not during ablation. An attempt to remove the wire fragment utilizing a 2-wire, spiral technique was unsuccessful. No further intervention was performed and the fragment remains inside the ¿av¿ of the rca. There were no additional patient complications reported and the patient¿s status is good.

Event description:
Same case as MFR#: 2134265-2012-08339, 2134265-2012-08338. It was reported that during a percutaneous coronary intervention, a guide wire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A non bsc guide wire was used to cross the lesion and then exchanged for the floppy rotawire guide wire. Rotational atherectomy was performed with a 1.5mm rotalink plus burr. The 1.5mm burr was exchanged and while attempting to use the 2.0mm rotalink plus burr, it was noted that a fragment of the rotawire guide wire had detached and was at the 'av' of rca. The physician thought the detachment occurred either during removal of the 1.5mm burr or while advancing the 2.0mm burr over the rotawire and not during ablation. An attempt to remove the wire fragment utilizing a 2-wire, spiral technique was unsuccessful. No further intervention was performed and the fragment remains inside the 'av' of the rca. There were no additional patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR#: 2134265-2012-08339, 2134265-2012-08338. It was reported that during a percutaneous coronary intervention, a guide wire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A non bsc guide wire was used to cross the lesion and then exchanged for the floppy rotawire guide wire. Rotational atherectomy was performed with a 1.5mm rotalink plus burr. The 1.5mm burr was exchanged and while attempting to use the 2.0mm rotalink plus burr, it was noted that a fragment of the rotawire guide wire had detached and was at the "av" of rca. The physician thought the detachment occurred either during removal of the 1.5mm burr or while advancing the 2.0mm burr over the rotawire and not during ablation. An attempt to remove the wire fragment utilizing a 2-wire, spiral technique was unsuccessful. No further intervention was performed and the fragment remains inside the "av" of the rca. There were no additional patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the device fractured at 329.5cm approximately from the proximal end. All the outer diameter measurements are within the specifications. The fracture section was sent to the mtac lab for analysis. As per mtac lab results the failure on the corewire occurred due to a torsion overload followed by a quick tension overload event, and the failure on the spring tip was caused due to a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).